Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was not able to be successfully implanted due to helix extension issues and dislodgement, a fracture was suspected. This lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was bent and extended, blood was present around the helix. Resistance testing found the lead was electrically continuous. The dislodgement allegation was not confirmed. The conductor damage allegation was not confirmed, x-ray showed no conductor abnormalities.

Event description:
It was reported that this lead was not able to be successfully implanted due to helix extension issues and dislodgement, a fracture was suspected. This lead was successfully replaced. No adverse patient effects were reported.